Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure, the customer contacted the technical support engineer (tse) to state that the erbe integrated electrosurgical unit displayed error code c-71. The customer had attempted to power cycle the system to resolve the issue but the error happened frequently. The customer used a backup iesu to continue with the procedure. Intuitive surgical, inc (isi) followed up with the site's initial reporter and obtained the following information regarding the reported event: the system functionality was checked and no errors were present. Full dvstat troubleshooting was completed. Dvstat guided the customer to reboot the system; however, the fault still existed. Site used a backup iesu to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu), and gimbal pads to resolve the customer's issue. The unit was returned for failure analysis, but the reported failure (error c-71) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.